Manufacturer narrative:
The full name of the event site in was shortened due to field character limit; the full name is (B)(6). Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate the iabp and was able to reproduce the reported issue. The unit passed the leak tests and pumped normally upon initial inspection but failed the helium regulator test. During replacement of helium regulator, the 300 psi check valve was damaged. After 300 psi check valve replacement, the unit still leaked during helium regulator test. The fse replaced the helium regulator again using screw kit, suspected damage during first installation. Unit leak continued during helium regulator test. The fse troubleshot the leak down to the pressure connection between the patient interface module and the unit chassis and reseated the pressure connection, and the unit passed the helium regulator test with no leaks. During final testing, the unit was found to fail the fiber-optic waveform test. Fiber-optic issue resolved. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit displayed a gas loss error, and there was a lot of condensation in the tubing. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
The removed helium regulators (2) part were returned to national repair center for evaluation. The national repair center observed the helium pressure regulators. Due to damage of one item and the parts not in the assembly in which they belong, testing of the parts was inoperable. The nrc could not verify the failure of the helium pressure regulators failure "gas loss alarm". Retaining the helium regulators (2) in the nrc per procedure.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit displayed a gas loss error, and there was a lot of condensation in the tubing. No patient harm reported. Related to medwatch report# 2249723-2022-01304.